Event description:
Physician positioned psc032 in the mca, removed the guidewire and advanced the pss032 when he met resistance about half-way through the catheter. The physician removed the pss032 and inserted a second pss032 when he met resistance again, but was able to advance the separator past the resistance and successfully complete the case. Upon removal of the catheter, a fracture was noted inside the rhv. The physician was able to retrieve the distal fractured segment from the rhv without incident. It was noted that there was no patient injury as a result of this incident and the patient outcome was not affected.

Manufacturer narrative:
Technical evaluation: the psc032 showed a break in the plastic wall at 20.3 cm from the hub/shaft joint. The break was located in the rhv when the device was returned to the manufacturer. The reinforcing wire was attached to both sides of the break. There were no other apparent issues with this catheter. (B)(4): a review of the device history record (DHR) was completed on part # 0854 (lot # l15262). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The lot has passed all dimensional measurements per specification. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. This lot was associated with (B)(4) which required additional sorting of the lot and due to a material distortion found on the previous build of this catheter. There were zero rejects in this additional sort. The parts released in this lot met process requirement.